Manufacturer narrative:
This event was originally reported because exposed wiring presents a risk of shock to users and patients. However, during the investigation, it was discovered that the unit's plug harness insulation was damaged, but there were no exposed wires. Thus, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It was reported that the device had a stripped, notched cable. An evaluation of this device was later conducted and revealed that there were no exposed wires. Thus, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Phone no: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device had a stripped notched cable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
The event of the cable was stripped close to the dermatome occurred before surgery and not specified if there were exposed wires.